Event description:
It was initially reported that a patient experienced an increase in seizures due to battery depletion. Further information provided by the neurosurgeon from the neurologist's notes revealed that the increase in seizures was related to the generator reaching end of service. The patient underwent generator replacement due to battery depletion. The generator was returned to the manufacturer and underwent product analysis. Product analysis revealed that end of service could not be confirmed and no eri flags were observed during testing. The device was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. At the moment, the increase in seizures and its relationship to vns therapy is unk. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.